Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) of 440 mg/dl and ketones. Cause for elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026. A full system check was completed and it was determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.